Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted. On (B)(6) 2020, the patient underwent a valve-in-valve procedure due to severe aortic regurgitation and a new 27mm portico valve was successfully implanted within the 25mm trifecta valve.

Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted. On (B)(6) 2020, the patient underwent a valve-in-valve procedure due to severe aortic regurgitation and a new 27mm portico valve was successfully implanted within the 25mm trifecta valve.

Manufacturer narrative:
An event of regurgitation resulting in valve replacement was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.